Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise during a device interrogation in clinic. The noise was unable to be replicated with the pocket manipulation test. The patient was asymptomatic and stable after the event.